Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb water trap of an rt205 adult inspiratory heated breathing circuit five days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device has recently been received by the manufacturer; evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device was returned to the manufacturer for evaluation. The complaint device was pressure tested an submerged in a waterbath to test for leaks. Results: the pressure test identified a leak confirming the reported fault. The waterbath test identified the leak to be at the connection between the lid and bowl of the water trap. A lot check could not be performed as no lot number was provided. Conclusion: the rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt206 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm.

Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb water trap of an rt205 adult inspiratory heated breathing circuit five days after use. No patient consequence was reported.